Manufacturer narrative:
Correction: b.3., d.10.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that during drain 1 of 4 there was a noted overfill. The patient said there was a draining slowly message encountered. The treatment was discontinued at that time. The overfill event was indicated due to the drain in drain 1 being 7947 ml, which is 360% of the 2206ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. Additional information was requested but no data was provided. There was no harm indicated during the initial call. A sample cycler has not been received for analysis.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that during drain 1 of 4 there was a noted overfill. The patient said there was a draining slowly message encountered. The treatment was discontinued at that time. The overfill event was indicated due to the drain in drain 1 being 7947 ml, which is 360% of the 2206ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. Additional information was requested but no data was provided. There was no harm indicated during the initial call. A sample cycler has not been received for analysis.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. An exterior visual inspection of the returned cycler showed no sign of physical damage. An (as-received with reduced dwell) simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The teach pump test passed. The patient sensor check passed. An internal visual inspection of the returned cycler encountered no discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that during drain 1 of 4 there was a noted overfill. The patient said there was a draining slowly message encountered. The treatment was discontinued at that time. The overfill event was indicated due to the drain in drain 1 being 7947 ml, which is 360% of the 2206ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. Additional information was requested but no data was provided. There was no harm indicated during the initial call. A sample cycler has not been received for analysis.